Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The video switching board was re-seated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6600 system had line in the image and would not save. No pt injury was reported.